Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device was on over an hour with no overheated message. The first time the device was powered on it was looking to do a software update. When attempting to run the software update, the device displayed a system error.

Event description:
It was reported the programmer gave an overheated message. It had only been running for approximately one hour. It was also reported a serious programmer problem error was received when loading software (used service disk first). The programmer was returned for repair. No patient involvement was reported.